Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.